Event description:
Related manufacturer report number: 1627487-2022-04454. It was reported that the patient was experiencing ineffective therapy with their s1 and l5 lead due to lead migration.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.